Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of provided medical records confirms the report. From a medical perspective, based on the information made available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Revision operative report was obtained and indicates patient was revised due to pain; inflammation around the trochanter and trochanteric bursa; copious amount of blood-tinged synovial fluid that did not look purulent in nature; blackening of tissues-unclear if left over from previous procedure or new metalosis from the revision procedure; osteophytic bone; acetabulum component was grossly loosened-just kind of spinning in the acetabulum; metal debris in acetabulum; small defect superiorly in the acetabulum; cracks in the acetabulum.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of provided medical records confirms the report. From a medical perspective, based on the information made available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.